Manufacturer narrative:
Return requested. Replacement mobile field generator shipped to site 09/22/2016. Medtronic investigation of returned suspect mobile field generator confirmed the reported problem. Emitter showed field generator and axiem box with a communication error when the field generator was connected to the axiem box. It first worked, however, after five minutes the field generator failed. Electrical failure. Red status/no tracking. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system emitter detail showed "not communicating" on axiem and emitter. Eminterface showed one "flt". No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to abandon the use of the navigation system to continue the procedure to completion. Delay in therapy was approximately 5 to 10 minutes. There was no impact on patient outcome.